Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Beginning on an unreported date, the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) and ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, due to lack of recovery, ceftazidime therapy was discontinued and the patient began treatment with meropenem (route, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis, but it was reported that the cloudy effluent continued. No additional information is available.